Event description:
The field service rep (fse) reported that during preventative maintenance (pm) of the device, the venous temperature showed "999". Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) determined that the blue cable (B)(4) failed. The fsr took the cable off another machine and the unit started to work.